Event description:
Reporter stated the customer has received variations in blood glucose results on the active system. He received a result 276 mg/dl on the active system and then a result of 138 mg/dl within 1 minute on a company representative's system. It was reported the test strips were exposed to the external environment and were damaged by water. Multiple attempts were made to gather additional information but these were not successful. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.